Event description:
Reporter indicated a pt developed an infection at the vns electrode site in the neck and a tie-down was extruding from the neck. The pt's vns was later explanted. Per the reporter, the pt had caused the infection and tie-down extrusion due to picking at the incision site. After the vns explant surgery, the infection did not resolve and the pt needed add'l neck wound surgery. The pt's vocal chords were damaged as a result of the add'l surgery. The pt later received gel injections to the vocal chords from a ent surgeon which has improved, but not resolved, the pt's vocal chord problems. The explanted lead portion and generator were returned for analysis. No anomalies were noted and the device performed per specifications. The electrode array was not returned. Attempts for further info are in progress.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.